Event description:
The customer reported that the system would not display an image after taking an x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier needed to be replaced. No further repair info is available.